Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that on august 24, 2017 that the patient received a CT of the abdomen and findings revealed that the ivc filter was below the renal veins that appears intact. There is 2mm extension of the most inferior tynes beyond the margin of the inferior vena cava.